Manufacturer narrative:
The device was returned to the MFR for investigation. Testing of the same lot number of 5fr mpa was conducted. The failure could not be duplicated. A review of inspection records did not identify any anomalies. When the investigation is completed, a f/u report will be submitted. Inspection: inspection of the 5f mpa indicated that the failure of the catheter was not at the bond joint. Tensile stress of the braided portion of the catheter was observed on the inside radius of the formed tip curve. Analysis: review of lot number history indicated that the failed unit came from lot #z2455488b. One unit of this lot was found in house and was inspected, no anomalies were found. Analysis of the incoming inspection verified that all specifications were within acceptable limits. Conclusion: we were unable to duplicate the failure at this time.

Event description:
The tip of the 5fr mpa catheter partially separated as the catheter was removed from the end of the package. The damage became evident before a transjugular liver biopsy procedure. Another 5fr mpa catheter was used and the procedure was completed without incident. This occurred outside of the body and during set-up for the procedure.